Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the user can pull only one medicine each time. The customer reported that malfunction arose when the user attempted to dispense medication to the patient, leading to a delay in the dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the data base was corrupted. The technical support specialist examined the debug logs of the med application and identified several errors. After addressing these issues, they repaired the database and performed a complete synchronization in accordance with the knowledge articles. Verified with the customer and confirmed that the problem had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.